Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 51 mg/dl. Customer blood glucose reading at the of the incident was 56 mg/dl. Based on customer statements, the insulin pump was not over-delivering. Customer was using auto mode feature. Device will not be returned for analysis.